Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient sustained a gunshot wound necessitating colon surgery and a colostomy in 2005. The patient returned to the operating room on (B) (6) 2010 for closure of the colostomy. On (B) (6) 2010, the patient's 19 fr drain was removed and while pulling it out, the drain broke. A CT scan confirmed that there was a retained portion of drain within the peritoneal cavity. The patient returned to the operating room on (B) (6) 2010 for surgical removal of the retained drain.